Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported a week after the dental implant was placed in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain, inflammation, swelling, nerve encroachment, and numbness. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation, the device code was considered as no known device problem.

Event description:
The clinician reported a week after the dental implant was placed in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain, inflammation, swelling, nerve encroachment, and numbness. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).